Manufacturer narrative:
Hologic product applications specialist (pas) and director of assay development reviewed logs and found no instrument issues. The curves and sample aspiration appeared normal, but the rlu was slightly lower than normal, indicative of low-target samples. This information was relayed this information to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua200014), aptima sars-cov-2 (eua200734), and aptima sars-cov-2/flu (eua202959). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sar-cov-2 tma run, wl 000634-20200716-16, using assay lot 274806 on panther instrument sn (B)(4). Which had two discrepant samples. The samples tested positive on the panther sn 0634 but then resulted negative when retested on another panther.